Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation ongoing. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with suture breakage/separation from the needle. The instances occurred during a product training and there was no patient involvement. One needle detached and one suture was noted to have had a split end. This report involves the needle detachment. Associated medwatch: "3003639970-2019-".

Manufacturer narrative:
Complaint description: thread detached / one thread split. 4 closed samples and 3 used threads without needle. There are no previous complaints of this code-batch. We have received 4 closed samples and 3 used threads without needle connected (one of them shows splitting in the thread surface) and one used thread with needle connected. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.11 kgf in average and 0.48 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). However, we have seen that in two of the samples tested appears splitting in the thread of the needle-attachment area during needle attachment strength test, as it can be seen at enclosed picture. On the other hand, we have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.20 kgf in average and 1.12 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Although the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed taking account that the samples tested show splitting. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No CAPA is required. This complaint is recorded for trending analysis to assess if actions are needed in the future. Associated medwatch reports: 3003639970-2019-00003, 3003639970-2019-00022, 3003639970-2019-00029.